Manufacturer narrative:
The device and log files were not available for evaluation. The available information does not indicate that there was a device malfunction. The patient had multiple comorbidities. The center nurse reported that the blood loss was not the primary cause of death. The nxstage system one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of a (B)(6) male patient with multiple terminal comorbidities who experienced blood loss related to venous needle dislodgement. The patient had a do not resuscitate (dnr) order which was exercised to prevent resuscitative efforts. The patient expired approximately 15 minutes later.